Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "the surgeon was broaching the humerus with the broach handle and version rod screwed into the broach. As the surgeon was backing the broach out, he hit the alignment rod and it snapped leaving a piece of the thread stuck inside the 30° slot."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. The event details states clearly that : "as the surgeon was backing the broach out, he hit the alignment rod and it snapped ". According to this statement, the user hit the device. The op tech clearly states that the device is not a weight bearing device: " the version rod is not intended to be a load bearing instrument. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the surgeon was broaching the humerus with the broach handle and version rod screwed into the broach. As the surgeon was backing the broach out, he hit the alignment rod and it snapped leaving a piece of the thread stuck inside the 30° slot."